Event description:
The customer reported that the jaws would not open. There was no patient injury. The site has stated that no further details are available.

Manufacturer narrative:
(B)(4). The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.